Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 52-year-old caucasian female patient underwent primary breast augmentation with a 400cc mentor memorygel breast implant and left side breast implant rupture was found during bilateral replacement surgery with catalog number 3504001bc; serial number (B)(6) on the left side, and with catalog number 3503751bc; serial number (B)(6) on the right side on (B)(6) 2024.

Manufacturer narrative:
On april 25, 2024, the mentor failure analysis lab received the device for evaluation. On may 2, 2024, device evaluation was completed as follows: mentor then conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample determined that the sm mpp gel 400cc breast implant was found to have two tears (a and b) on the anterior view, both tears measuring approximately 3 cm. Leak testing was performed, in accordance with mentor procedures, and it identified an area of delamination at the union between the patch and shell, causing gel leakage. Microscopic examination was performed on the edges of the ruptures (a and b), and parallel striations were found in an area of tear a, measuring approximately less than 0.1 cm. Also, 0.2 cm of parallel striations were found in an area of tear b. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the ruptures in the remaining area of the tears could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although potential causes of patch delamination are unknown, stresses and forces on the implant in-vivo or exposure to betadine at insertion could result in delamination and ruptures. Per the current product insert data sheet (pids), rupture is a known complication associated with these devices and can occur at any time during or after implantation. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).